Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. This issue occurred during the start of a procedure. However, there was no patient involvement. This did cause a delay in the procedure. There were no other devices involved in this event. The intended procedure was able to be completed with a similar device. The patient demographics were not provided as there was no patient involvement. No other devices were replaced during the procedure. The device was inspected prior to use. No damage or abnormalities were observed. The connection was not secure. When the hand piece was being inserted there was difficulty inserting into the connection port. A red "fault" was received. It is unknown how to connector pins became damaged. The physician and/or medical personnel using this device are experienced.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The spl-s, serial (B)(6) was returned to olympus with the user's request that the connection piece was damaged, twisted and missing pins in the connection. Physical evaluation of the received device confirmed the ur as the connector socket on the front panel was found to be damaged. Additionally, the right rear chassis was deformed, UDI label was worn out. Based on device evaluation results, damage to the device was most likely due to user mishandling. Connector socket (or transducer receptacle) damage is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. The instructions for use includes the following statements for the transducer receptacle: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug (page 14). Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug (page 20).

Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the device connector socket at the front was damaged. The rest of other functions tested ok. Incidental observation was that the main chassis had a deformity at rear.

Event description:
As reported for this event, during set up for a therapeutic procedure the device connector piece was observed to be damaged with missing pins. There is no patient involvement, and no harm reported.